Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. Evaluation summary it was caused due to a fluid damage through the perforation on the bending rubber. In addition, we confirmed that the light guide fiber bundle(lcb) disconnection; however, it is not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Event description:
The lcb is broken (20/40% rest). His event occurred at the time of before use. There was no report of patient harm.